Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the manufacturer's evaluation was exclusively performed on the basis of the provided information. According to the available documentation, the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely mechanical and/or thermal overload as a result of the application of excessive force. It cannot be determined, whether an undiscovered damage already existed prior to the breakage of the ceramic insulation. The IFU states a warning note that the ceramic insulation can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. Also, as the customer states that a new machine for processing is used at the user facility. It is recommended to check the cleaning methods and processes to ensure that the device is subject to an adequate reprocessing. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the last 24 months of production without showing any abnormalities. The case will be closed from olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure at an unknown date, the ceramic insulation at the distal end of the resection sheath broke off inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved. No further information was provided but the intended procedure was completed successfully with a similar device and there was no report about an adverse event or patient injury.